Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 475 mg/dl at the time of call. Customer was treated with bolus. Troubleshooting was offered for high blood glucose. Customer was tried to connect to the care link to upload meter but it was so long. The insulin pump will not be returned for analysis.